Event description:
Approximately two years and eight months post lvad implantation, the site reported that the patient experienced a change of power source in the controller earlier than expected followed by a critical battery alarm (pump stops). Preliminary log file review confirmed pump stops. The batteries were removed from the patient and a new set was supplied.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00783 and 3007042319-2014-00783) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
The batteries were returned to heartware for analysis. The battery ((B)(4)) passed visual and functional examination. A review of the controller log files confirm that battery ((B)(4)) was one of the batteries involved in the battery switching event. Based on log file analysis, the most likely root cause of the event is a communication issue between the controller and the battery. An internal investigation (CAPA) has been opened to address the issue. This is one of five reports (3007042319-2014-00783 and 3007042319-2014-00784) submitted for devices related to the same event.